Event description:
The patient reported that 3 times last week her insulin infusion set showed an 'odd' blue liquid in the tubing during use. She stated it has happened with 3 separate tubing's with 2 lot numbers. She said she does not feel any 'got in her' and she does not think it is blood. The patient stated she had used the tubing for approximately 2 days when she discovered the liquid and then it happened 2 more times. She stated she changed her infusion set tubing immediately. The patient states she has checked her cartridge, adapter and insulin infusion device and there does not appear to be any leakage or damage. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.